Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock is leaking through cracks found in the product. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used unit was received for analysis. The returned unit was visually inspected and a crack in the b port housing was observed which allowed the reported leakage to occur. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea rm5979 was reviewed and there are proper controls in place to detect product malfunctions. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7093819. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined.